Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of unintended material on the catheter could not be confirmed from the returned sample. One 22g nexiva device was received in an open package. A visual and microscopic examination of the returned device revealed no foreign matter on the IV catheter or needle. The reported object may have been displaced during handling in the clinical setting or during investigation. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port foreign matter on device cannula. The following information was provided by the initial reporter: writer opened IV catheter box in preparation for insertion. Writer disengaged the catheter from the needle very slightly to ensure it is ready for insertion. Upon looking at the catheter more closely, there was a thin filament hanging from the catheter. Writer was able to remove this but a small piece of plastic fluff was still visible on the shaft. This catheter was not used for the patient and writer opened a new catheter for insertion.